Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 28 previously reported events are included in this follow-up record.   Product return status 28 devices were received.   Event confirmation status 28 reported events were confirmed. Evaluation results 28 devices were found to be affected by a worn dynamic seal.

Event description:
This report summarizes <noe> 28 </noe> malfunction events in which the device was reportedly leaking. 28 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 28 events were reported for this quarter.   Product return status: 28 devices were received.   Event confirmation status: 14 reported events were confirmed; the cause traced to component failure. 14 device evaluations are still in progress. Evaluation results: 14 devices were found to be affected by a worn dynamic seal.   Additional information: 28 devices were not labeled for single-use. 28 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 28 </noe> malfunction events in which the device was reportedly leaking. 28 events had no patient involvement; no patient impact.